Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted.

Event description:
Product (B)(4) broke during the impacting phase of the acetabular cup. The handle broke off in two.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. A complaint was received regarding an attune mes sizing/rot gde stating: "other two products were flagged during the sterilisation process. No other information provided." This complaint was split into two. The hip instruments are covered in (B)(4). The product was returned to the company for investigation. An evaluation of the device was conducted by australia engineering who confirmed the white background colour of the graduation markings is coming off. This complaint is associated with the back-filled ink coming out of the recesses of the instrument. The ink is likey to have been removed as a result of autoclave cycling due to multiple uses. This hazard was identified in the risk management (dva-105442-fde), with a low severity and no associated patient harms. In line with this assessment, the complaint indicates no consequences for the patient as a result of this failure mode. A solution to this issue of lost ink markings has been developed; the solution involves the addition of a white polymer component, over which the structural black plastic is shot, thereby forming a "2-shot" instrument (see dwg-1000006100). Since the marking is formed by an integral polymer component, this failure mode is not considered to be possible for the new design. This new design of instrument (254400525) which replaced the current (254400509), was released in q2 2014. As there is no patient effect, and since a design solution has been developed, no additional action is identified, and the post market surveillance procedure will be used to log and trend any future complaints. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.